Manufacturer narrative:
(B)(4).

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 55mm in diameter abdominal aortic aneurysm. It was reported that during the index procedure, the physician incorrectly cannulated the ipsilateral limb and deployed the contralateral limb inside the ipsilateral limb and then implanted an additional contralateral extension inside the ipsilateral limb. The patient received treatment and a fem-fem bypass was performed. The physician stated that it was difficult to assess where the guidewire was placed and attributed it to user error. No additional clinical sequelae were reported and the patient is fine.